Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. An amber hydrogel biocath returned open with its original packaging. No obvious holes or defects were found. The catheter was filled with 50 ccs of water. No issue were seen at inflation. The catheter was left to sit still for about 5 minutes and no leakage issues were observed. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] "Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out next day of the placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out next day of the placement.